Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional reported "pain", "projecting nipples at all times", "physically and mentally cannot handle having her implants exchanged every 10 years", "grade 2 capsular contracture", ¿animation deformity¿, ¿axillary pain¿, "waves of shivers/chills", ¿fibromyalgia¿, "interfering with her ability to sleep", "tenderness to diffuse palpation" and ¿depression¿. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "probable intracapsular rupture", "mildly enlarged. Axillary lymph node", "reactive. Axillary lymph node" and "lower lobe 2 mm pulmonary nodule" via CT scan. This record is for the left side. Device remains implanted.